Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found that the plunger head was contaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found force sensor test. Functional testing determined the force calibration is out of speculation. The investigation determined that the primary cause of the reported issue was due to fluid ingression in the plunger head. The full plunger head assembly was replaced, and the pump was calibrated.

Event description:
It was reported that the device had a force sensor error. There was no patient involvement, and no patient harm/adverse event reported.